Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vibratory patient notifier could not be felt by the patient when the notifier was tested in-clinic. The patient reported no MRI scans or other high energy exposure. It was recommended that the physician should not consider relying on the patient notifier for device alerts. No further information was available at this time.